Event description:
On (B)(6) 2018, the patient/lay user contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter was reading inaccurately high compared to her feelings/normal results. The complaint was classified based on customer service representative (csr) documentation. The patient stated that the meter issue began between 2.30 and 4.15 (not known if am or pm) on (B)(6) 2018, alleging that she obtained alleged inaccurately high blood glucose results of ¿203 then over 600 mg/dl¿ on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient reported that she manages her diabetes with a combination of medications, that include lantus and novolog insulin and made no changes to her normal diabetes management in response to the alleged issue. The patient reported that a couple of minutes after the alleged issue began, she developed symptoms of ¿sweatiness and almost passed out¿. In response to the symptoms, she attended the emergency room. At the emergency room a blood glucose of ¿22 mg/dl¿ was obtained on the hospital meter. At 6.30 the patient reported she was treated for the symptoms with IV glucose. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date. Csr noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, which required medical treatment, after the alleged product issue began.